Event description:
Patient had endoscopy that showed the band in the stomach wall, and pt wants band removed as soon as possible. Port was removed due to port site infection approximately 1 year post-operatively. Port was replaced 5 months later.